Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to all stations. A technical support specialist (tss) spoke with customer regarding orders not crossing to pyxis stations, then dialed into the server and performed sql server management studio checks, service restarts, and system health validation with no immediate change. Further tss dialed into the care fusion coordination engine, identified a disconnection and message delays, provided admit discharge transfer or orders port details for reset, after which orders resumed crossing. Tss also identified that the timestamp of the messages from the host delayed for many hours. Current host time zone in the external system for wellsky was not populated and this setting would be changed if customer wants to use auto critical override settings. Confirmed with customer that data was current and received approval to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were not crossing over to all stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.